Event description:
It was reported that a "fly within the suction catheter".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Further info provided via email on (B)(6) 2014 informing that the device with the fly inside was returned to the company. The product was not used. They informed that the product was in a sealed package that was not damaged and there was no appearance of it being compromised. It was further reported that the product was stored to the normal hospital warn environment and was to be used for endotracheal suctioning. It was reported that the product is available but, to date no sample has been rec'd. When the sample is rec'd, an investigation will be performed. It is documented that the complaint issue was reported to the (B)(6). No add'l patient/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on april 29, 2014.